Manufacturer narrative:
It was reported that a revision surgery was performed on 18/06/2020 due to loosening of the left hip prosthesis. The claimed device is a polarstem standard stem size 3 ti/ha, which intent use is in treatment and which was not provided for investigation. Clinical documentation wasn't provided either. A thorough medical investigation or product evaluation could therefore not be performed. The product history review reveal no deviations which could have led to the reported failure. No other complaint can be found for the corresponding batch number. Furthermore no deviation was found in the specific batch record. In our current instruction for use for hip implants 12.23 ed. 05/16, a loosening of the implant is named as a possible side effect of a tep which has several possibly causes. The risk of a loosening of a polarstem hip implant is covered in our specific risk management file and can be evaluate as low. At the time of investigation the root cause for the reported failure cannot be determined. Smith + nephew will monitor this device for similar issues.

Event description:
It was reported that a patient had smith+nephew components since (B)(6) 2018. A revision surgery was performed on (B)(6) 2020 due to loosening of the left hip prosthesis.